Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that with 2 consecutive sensor sessions the "cgm is not active," warning appears on screen. Prior to that the session expired warning appears. Patient states it happens during session at only 2 days after starting the session. There is no allegation of an adverse event. This is being reported because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.